Event description:
It was reported that bubbles were present in cartridge and customer declined any troubleshooting. There was no reported impact to the customer¿s blood glucose level. Customer requested that issue be documented only, declined further assistance, and no additional action was taken by technical support.